Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient experienced strep g infection subsequent to cellulitis which began approximately four months post-implantation. Patient underwent a washout procedure with the polyethylene bearing exchanged. The infection continued and the patient underwent an arthroscopic washout procedure approximately one month later. Still, the infection continued; therefore, the patient underwent long-term antibiotic therapy utilizing vancomycin with no resolution of the infection. The patient subsequently underwent a washout procedure with revision of all implants and was implanted with antibiotic cement spacers.

Manufacturer narrative:
Multiple report submitted for the same event : MFR report # 3005751028 - 2019 - 00008 (B)(4). MFR report # 3005751028 - 2019 - 00007 (B)(4). Initial report 3005751028 - 2019 - 00008 was submitted by the error for (B)(4). This event is reported under MFR # 3005751028 - 2019 - 00007. All the follow up reports will be submitted under MFR # 3005751028 - 2019 - 00007.

Event description:
(B)(6) to remove lcck and tibial cone, washout and replace with cement spacers.